Manufacturer narrative:
The na electrode lot number was v8196. The electrode expiration date was requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for five patient samples tested with the na electrode on a cobas pro ise analytical unit. The patient samples were repeated due to laboratory delta check warnings for the initial values. The repeat values were deemed correct and were consistent with the health of the patients. The initial values for patient sample 3 and an unknown sample were reported outside of the laboratory and later corrected. The first sample initially resulted in a na value of 154 mmol/l and it repeated as 146 mmol/l. The second sample initially resulted in a na value of 151 mmol/l and it repeated as 139 mmol/l. The third sample initially resulted in a na value of 147 mmol/l and it repeated as 139 mmol/l. The fourth sample initially resulted in a na value of 141 mmol/l and it repeated as 134 mmol/l. The fifth sample initially resulted in a na value of 138 mmol/l and it repeated as 148 mmol/l.

Manufacturer narrative:
Calibration and controls were acceptable. Upon review of the alarm trace, an abnormal probe aspiration error occurred on the day of the event. The field service engineer determined the system had a contaminated ise flow path. The ise flow path was decontaminated. Calibration was performed and passed. Ise results recovered within range. The investigation determined the service actions resolved the issue.